Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2007; 383059 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and short ventricular intervals. Insulation damage and discoloration were observed when the lead was capped and a second chronic lead was put into service to pace the right ventricle. A left ventricular (lv) lead that was previously capped due to dislodgement and was exhibiting high thresholds was unsuccessfully replaced due to patient anatomy. The lead remains capped. No patient complications have been reported as a result of this event.